Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 160mmol/l. The customer states the display was not blank less than 30 seconds. The customer stated that contacts on the battery cap were not missing or damaged. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. It is unclear if the blank display was resolved. The device will not be returned for analysis.